Event description:
It was reported that pump battery depleted too quickly, with caller noting rapid daily loss of charge despite normal use and no pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support confirmed address, arranged replacement pump, instructed customer to place old pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using pre-paid label within 10 days.